Event description:
The customer reported that the patient was in a wheel chair when the front strap of the wheelchair seat came unbuckled. The patient slid onto the floor. The patient was not injured. They reported they had been using this product for about 2 months.

Manufacturer narrative:
(B) (4) - belt slipped thru buckle. The product has been requested, but has not been received. Conclusions: no conclusion can be drawn. (B) (4).